Manufacturer narrative:
Correction information: d4 catalog number, h6 clinical code e0506 removed and impact code f24 removed.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient had an impella device inserted through the left femoral artery and that pulses in the left lower extremity could not be detected using doppler. All extremities were noted to be cool. The clinical team initiated afterload reduction with nitroglycerin, and planned to consult the vascular team if pulses did not return.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: (ischemia): the cause of the injury was unable to be determined due to insufficient clinical details.